Event description:
Information provided states that patient had m6-c artificial cervical disc implanted at c3/4 on (B)(6) 2022. Pt experienced a strange sensation in their hands and pain in arm. The m6-c was removed and revised with standard acdf, anterior cervical disc fusion.

Manufacturer narrative:
The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant non-conformances and no new risks associated with the device. The devices met the m6 product specification including the axial stiffness and flexural resistance specifications. Radiographic images and microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience.